Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (b)(6 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she later had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included loop electrosurgical excision procedure in 1995, bacterial vaginosis and menorrhagia. Previously administered products included for an unreported indication: ortho-tri-cyclen. Concurrent conditions included genital bleeding and abdominal pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, migraine, headache, dyspareunia and vaginal discharge outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: insertion: noted to have good placement. There was no evidence of uterine perforation or complication. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2009: negative. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Events added: device monitoring procedure not performed, genital haemorrhage, female sexual dysfunction, migraine, headache, abdominal pain, vaginal discharge, dyspareunia. Essure indication was added. Essure stop date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ savere pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included loop electrosurgical excision procedure in 1995, bacterial vaginosis and menorrhagia. Previously administered products included for an unreported indication: ortho-tri-cyclen. Concurrent conditions included genital bleeding and abdominal pain. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In march 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy(bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, female sexual dysfunction, migraine, headache and vaginal discharge outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion: noted to have good placement. There was no evidence of uterine perforation or complication. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine: on (B)(6) 2009: results: negative. Most recent follow-up information incorporated above includes: on 21-dec-2018: pfs received. Events added: abnormal bleeding (vaginal, menorrhagia). Event outcomes were updated. Concomitant drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.